Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touch screen was cracked. Reportedly, the customer did not know how the screen became cracked. The customer's blood glucose level was not impacted. The customer stated that the pump would continue to be used for insulin therapy.